Event description:
Add'l info received from reporter on (B)(6) 2012: "wasting my time since your agency don't care about complaint I brought to your attention, I want to up date, problem of itching still due to endotine." (B)(6) clinic since 2009 to date several visits. Pain meds: norco, neurontin, lisinopril, cymbalta, prevacid, ambien, alavert and aspirin.

Event description:
Add'l info rec'd from rptr 3/3/2012: a perfix plug was used to repair an abdomen trauma and right inguinal hernia as result of the trauma. Ever since, I have had nothing but excruciating pain. I lost my (B)(6) job and remain off work today having seen doctors for pain in and around my incision spreading am getting pain injections every 2 -3 months in my abdomen and on opiate drugs and others ms contin 30mg, norco 10-325mg, neurontin 400mg, lisinopril 20mg, ambien 10mg, alavert d, prevacid 30mg, cymbalta 60 mg. Most days are a blur and some I cannot hardly move at all.

Event description:
Traumatic blunt force trauma causing inguinal hernia operation in 2008. Following operation with and perfix plug recovery room problems, the pain was increasingly severe. At 8 weeks later, constant stabbing shooting pain and burning into groin, scrotum, abdomen and leg and in the incision. Dr repeatedly said it would just take time and never be the same. It has been months and no relief. Dr said, it was most likely the nerves that didn't' heal right and operation. No lot# provided for perfix plug according to the hosp health partners - nothing listed of lot in surgical report records. I have been to several doctors and injections and prescriptions. I am still at this time, I am in constant pain, unable to resume living the same manner of life I did before. Even sitting and simple walking is a problem. Pain is at 8 to 10 on a 10 scale most of the time, taking norco regularly to take edge off. Others have listed similar complaints and got my attention that the plug may move or shrink causing the nerve damage and more. I am currently pursuing doctors to see if they would correct the surgery. Reluctance as because the consequences could be even more debilitating. I have had blood in urine and stools, doctors have ignored saying surgery could cause. Dates of use: 2008 - 2009. Using otc laxatives and other pain meds in addition having bowel problems and abdomen pain, entire right side, sometimes unbearable. Dates of use: late 2008 - 2009. Diagnosis or reason for use: traumatic inguinal hernia. Repair abdomen wall.